Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported: "pt. Presented with a subsided acc2 hip stem which lead to hip dislocation, original tha on (B)(6) 2022. Opted to revise the stem and change the x3 liner and biolox head combination to an mdm construct." Rep provided primary and revision usage sheets. Spoke to rep, who confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon. Update (B)(6) 2022 wg: rep re-confirmed that the femoral head did dislocate out of the liner as a result of stem subsidence.